Event description:
New out of the package pressure bags will not fill completely. Setting up for line insertion x2, attempted to inflate pressure bag and unable to fill completely with 2 separate bags. "Bags will not fill completely with bulb compression." Replaced with third out of the package pressure bag that did work. No injury to patient.